Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the atrial electrode was not working well, the p-wave fluctuates. A contact of the cable input was damaged. As a result the cable input was replaced. (B)(4).

Event description:
It was reported that the atrial channel did not work. After the analyzer was replaced with a new one, the new analyzer functioned normally. The analyzer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.